Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. During preparation of the veriflex (mr) us 28mm 3.50 stent, the stent looked like it was bent. It was folded back on itself at the mid point and looked like it was compressed about 1mm. There was no patient contact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. During preparation of the veriflex (mr) us 28mm 3.50 stent, the stent looked like it was bent. It was folded back on itself at the mid point and looked like it was compressed about 1mm. There was no patient contact.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations. The stent was pulled distally on the balloon resulting in the proximal edge of the stent being positioned at 1cm distal to the distal edge of the proximal markerband. The stent was bunched at 6mm distal to its proximal edge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).